Manufacturer narrative:
Device passed all functional testing, including the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Device was monitored and functioning properly. Device received with cracked battery tube threads and cracked case behind the device near the battery tube compartment. Test reservoir lock properly inside the reservoir tube. Device passed displacement test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had low blood glucose level of 48 mg/dl. Customer was treated with food. Customer had blood glucose level of 210 mg/dl. The insulin pump will be returned for analysis.